Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported from health authority that there was unsealed sterile packaging. The product was found not sealed completely for the sterile packaging. Changed another one to complete. There was no patient consequence reported.